Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 427 mg/dl. The customer did not experience any symptoms related to high blood glucose level. The insulin pump will not be returned for analysis.

Manufacturer narrative:
It was reported via phone call that the auto mode was inactive on the insulin pump during the high blood glucose level event.